Event description:
N/a.

Manufacturer narrative:
The microsensor (ID 826638) was returned for evaluation. Device history record (DHR) - the product code 826638 with lot # 6773933, sn # (B)(6), conformed to the specifications when released to stock. Failure analysis - no visible damage to the sensor, catheter material or connector. Icp express read 516. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The complaint was not confirmed. Root cause analysis - the possible root cause for this issue reported by the customer could be due to an unstable sensor performance or incorrect selection of semiconductor components.

Event description:
A physician reported that a few days after a microsensor (ID 826638) implantation, the connected icp express started showing negative values such as -50mmhg/ -90mmhg etc. According to information provided, the product ids for the monitor and cable used were unknown. It is also unknown when was the implantation and explant date. It is unknown if the patient had any signs and symptoms due to negative values.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.